Event description:
It was reported that during a stenting treatment procedure a balloon rupture and detachment occurred. The lesion was located in the right iliac artery. The physician had previously deployed an 8.0x40x75cm express ld vascular premounted stent system. The stenotic region was insufficiently covered, so he decided to put another prosthesis (same diameter, same length). The stent delivery balloon ruptured while deploying the stent. When removing the catheter, without resistance, the physician realized that there was no balloon on the catheter, just one small piece at the end of the balloon with the marker. A control injection revealed that the detached portion of the balloon stuck to the stent. The physician tried to remove the balloon with a lasso without success. The stent became damaged due to the guide catheter against the stent. The physician was unable to cross with another express ld stent. The detached balloon was stented over with a non-bsc stent. The patient's condition was reported as fine following this event.

Manufacturer narrative:
(B)(4).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a stenting treatment procedure a balloon rupture and detachment occurred. The lesion was located in the right iliac artery. The physician had previously deployed an 8.0x40x75cm express ld vascular premounted stent system. The stenotic region was insufficiently covered, so he decided to put another prosthesis (same diameter, same length). The stent delivery balloon ruptured while deploying the stent. When removing the catheter, without resistance, the physician realized that there was no balloon on the catheter, just one small piece at the end of the balloon with the marker. A control injection revealed the detached portion of the balloon stuck to the stent. The physician tried to remove the balloon with a lasso without success. The stent became damaged due to the guide catheter against the stent. The physician was unable to cross with another express ld stent. The detached balloon was stented over with a non-bsc stent. The patient's condition was reported as fine following this event.

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. A visual examination of the device noted that the balloon was torn circumferentially. Nine mm of the proximal end of the balloon was intact. The remainder of the balloon was detached and not returned with the device. The distal markerband was loose on the lumen. The proximal markerband remained intact to the lumen in its correct place. The distal end of the shaft from where the balloon had detached was damaged. The stent was not returned with the device. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).